Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010, and was able to obtain/verify limited information. The patient tests her blood glucose more than 4 times a day. She manages her diabetes with an insulin pump. The patient indicated that the alleged issue started on (B)(6) 2010, at 6:00 pm. The patient claimed that in one instance, she reportedly obtained blood glucose results of "208 and 78 mg/dl" with the lfs meter, performed within 10 minutes of each other. The patient reportedly obtained the blood samples for both tests using the same finger. However, it is not known if the patient obtained blood samples from the same finger stick. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. At an unspecified time on (B)(6) 2010, the patient obtained blood glucose results of "157 and 108 mg/dl" with the lfs meter, performed within 10 minutes of each other. The patient reportedly obtained the blood samples from 2 different fingers. Based on statistical methodology, the calculated difference of these glucose results also exceeds the expected value of <= 20% and/or <= 20 mg/dl. Due to the alleged issue, the patient claimed that she developed symptoms of jitteriness and feeling like she was going to pass out. The patient was unwilling to provide any additional information regarding the event. It is not known what specific meter reading(s) she obtained before and after the symptoms developed. It is also unknown what actions the patient took before and after the symptoms started. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury as a result of the alleged issue began.